Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11665. It was reported a perforation and pericardial effusion with tamponade led to death a left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was successfully performed and the patient was then heparinized. Watchman® access system (was) was introduced. The physician advanced the pigtail catheter in the distal portion of the laa appendage and then advanced the was to align the marker band at the laa ostium. A 30mm watchman ® laa closure device & delivery system (wds) was opened and prepped. The pigtail was then removed from the was and the wds was inserted. The was had advanced within the laa appendage. The physician pulled back on the was and the closure device was deployed. Echocardiogram did not show any evidence of effusion until the device was deployed. Once the device was deployed it was noted on transesophageal echocardiogram (tee) that there was a pericardial effusion due to perforation. The patient¿s blood pressure dropped. A pericardial tap was performed and blood was drawn, but pericardial drain attempts were unsuccessful. The pericardial sac continued to fill with blood. Multiple pericardial taps were performed unsuccessfully. A pericardial window was attempted but was unsuccessful. The pericardial effusion led to tamponade and the patient died from this. The closure device was fully recaptured and removed from the patient.